Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.

Event description:
It was reported that the patients ipg was not retaining a charge like it used to. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released by the facility.